Event description:
It was reported that the insulin pump had frequently no or intermittent response by button presses from all buttons during normal device use. The customer's blood glucose was 138 mg/dl. The insulin pump had neither been dropped nor exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and a request was made to have the customer return the device for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump received with minor scratched display window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.